Event description:
Nurse at work in hosp was checking new defibrillator on unit. Had it set at 200 joules. Was shocked and thrown back into wall. Complained of upper chest pain at onset and tingling in both feet and hands.